Event description:
During index procedure the patient had one endeavor sprint rx (3.00 x 30) stent successfully deployed to the proximal rca and one endeavor sprint rx (3.50 x 18) stent successfully deployed to mid rca. Approximately 3 months post index procedure, the patient was hospitalized with bleeding due to diverticula of colon but received no treatment. Patient was hospitalized approximately 5 months post index procedure due to melena and received a blood infusion. Patient was hospitalized approximately 8 months post index procedure due to melena but received no treatment. Patient is in remission. The investigator indicated that the reported events were not related to the study device, drug and procedure.(ref 9612164-2011-01587 <(>&<)> 9612164-2011-01588).

Manufacturer narrative:
Results: inherent risk of procedure (gi bleed). (B)(4).

Manufacturer narrative:
Treatment provided for previously reported bleeding due to diverticula of colon approximately 3 months post index procedure was transfusion and clopidogrel was discontinued.